Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report#: 2182207-2021-00590 was already reported in this report (#: 2649622-2021-06458). Any additional information regarding this event will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during the impedance check for the stage ii case, impedances were found to be out of range/high (>40,000 ohms) on all contact pairings with contact 11. The manufacturer representative (rep) and surgeon had checked the lead with an alligator clip and twist-lock which did not show an issue with left lead (stn) contact 11, impedances were found to be within normal limits. However with extension #1 and ins connected to lead, impedances were tested and contact 11 was showing >40 ,000 ohms. The surgeon removed the extension wire, cleaned/wiped down the wire, dried it and re-inserted the extension multiple times, making sure to seat the wire fully within the ins with no change to impedances (high with red x¿s). The surgeon examined the implantable neurostimulator (ins) and found no debris inside. They even tried switching ports to see if issue was in the ins but contact 11 impedance followed the extension and lead. Two more extensions were tried following the previous steps but had the same results of high impedances. For one of the new extension tried, the surgeon did not tunnel this wire. He merely attached it to the lead and the ins. The surgeon then tests the extension wire using the alligator clips, and the impedances were found to be high on contacts on (B)(6) 2011. He retested the brain lead at the head using the twist lock cable, and the impedances were all within normal ranges. At this point, the impedances came down to 15,000 ohms. The rep in the or ran stimulation for a 3 min and retested impedances again. Impedance came down to 12,000 ohms. However, the surgeon was wanting to close that side so they couldn't run stim long enough. He connected the original extension wire, and the impedances remained high at contact 11. Contact 11 will most likely not be used and felt like impedances could be temporary thing and to retest when patient is settled after surgery. The impedances for right lead (gpi) was reported as being contact 2 at 2146 ohms which caller told rep in case to not be concerned at this point. Everything was under 2500 for bipolars. It is unknown if there were any factors that may have led or contributed to the issue. They programmed around the high impedances. The issue was not resolved. No symptoms were reported.

Event description:
Additional information was received from a manufacturer representative (rep) reporting they programmed around the high impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-feb-2025, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 17-feb-2025, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 17-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the impedance check for the stage ii case, impedances were found to be high on all contact pairings with contact 11. The surgeon removed the extension wire and cleaned the wire and dried it. He examined the ipg and found no debris inside. He then re-inserted the wire and impedances were then found to be high again, with red x¿s this time. The surgeon tried again and was sure to seat the wire fully within the ipg, and the impedances were then back to being high. The surgeon then used the twist lock cable to test the lead at the head (by passing the extension and ipg), and the impedances were found to be within normal limits. The surgeon then tests the extension wire using the alligator clips, and the impedances were found to be high on contacts 8/11. The surgeon wanted then to use a new extension wire (B)(4). The same previous steps were then taken as above with the same results of high impedances. The surgeon did not tunnel this wire, he merely attached it to the lead and the ipg, but the results were the same. He then tried another extension wire (B)(4), with the same results as above. He then retested the brain lead at the head using the twist lock cable, and the impedances were all within normal ranges. He connected the original extension wire, and the impedances remained high at contact 11. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.